Event description:
Patient presented with high lead impedance and their device was disabled, x-rays were ordered and they were referred to neurosurgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient underwent lead revision surgery. The explanted lead has not been received by product analysis to date.